Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: unknown liner unknown. G2: foreign: australia. G4: device information has not been provided to identify the associated 510k. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, patient was revised nine (9) years post implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.